Manufacturer narrative:
(B)(4). Complaint sample was not returned for evaluation. Reported event was confirmed through radiographic images provided by the customer. DHR was reviewed. No deviations or rework was reported. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined.

Event description:
During a scheduled hardware removal, the im femoral nail fractured when the surgeon attempted to explant it. No adverse patient issues were noted.